Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced a hyperglycemic event. The wearable provided the patient with an error, therefore a new sensor was inserted. The patient¿s last cgm value before the sensor error was unknown. While pairing the new cgm to her phone, the patient began having a seizure. Emergency medical services (ems) was called. Around 10-11pm, after pairing was complete, the patient¿s cgm read high mg/dl on her tandem insulin pump. Ems transported the patient to the emergency room (ER). At the ER, a CT scan was done and nothing notable was seen. The patient also had blood work done to test the ¿acid in her veins¿. The patient¿s bg level was 666 mg/dl while the cgm value at this time could not be recalled. The patient was treated with IV insulin, IV fluids, dextrose, and potassium. The patient also had a headache. At an unspecified time while hospitalized, the patient¿s bg level decreased to 200 mg/dl. At the time of report, the patient was still hospitalized (over 24 hours) and will be putting back on her tandem insulin pump today. The patient was also wearing a heart monitor. The patient's discharge date was still unknown. No other patient or event details were available. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.